Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ at 1080 mcg/day) via an implantable infusion pump. It was reported that the patient was experiencing sever itching, some lightheadedness and night sweats. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was interrogated and deemed to be in working order with no alarms. A catheter dye study was ordered but unable to be performed due to the patient's rash and a concern of infection. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.